Manufacturer narrative:
(B)(4). We have not gotten any further information from the customer.

Event description:
During neonatal circumcision procedure, provider noted that there was excessive bleeding at the side and noted gomco clamp was damaged. Later reported that the bell was warped.